Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 528 mg/dl. The customer experienced nausea ,dizziness symptoms as a result of high blood glucose. Customer was not ok for troubleshooting. Customer did not use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.